Event description:
It was reported that the front panel was broken. There was no patient involvement reported.

Manufacturer narrative:
A GE HealthCare Service Representative performed a checkout of the system and confirmed the reported issue. The front panel was replaced to resolve the issue.Block A: No report of patient involvement. Legal Manufacturer:GEHC Trout - 3114 N Grandview Blvd. USA Waukesha, WI 53188.